Event description:
It was initially reported that the zimmer air dermatome ii produced a very uneven graft from the right thigh of the pt that produced a harvest in strips and not a consistent graft. The surgeon used an alternate device and location to harvest a successful graft and complete the procedure. Additional clinical info determined that prior to surgery, it was unk what the initial depth setting was or if it was verified by the surgeon. The air/nitrogen pressure was set at approx 110 psi which was verified by several people. The skin was retracted by a scrub tech while the surgeon used the device to harvest the initial graft. It is unk which size width plate was used during the initial graft and no abnormal sounds or leaking occurred to indicate a problem.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.